Event description:
Patient scheduled for bilateral exchange of implants and in for left breast biopsy. Silicone implants appeared to be ruptured bilaterally; left breast biopsy showed traces of silicone.